Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 07/23/2017, that on (B)(6) 2017, the patient experienced a hypoglycemic event. It was reported that the patient's husband noticed that something was not right with the patient. He then checked the patient's blood sugar and stated that it was low and administered the patient with a glucagon shot. The patient's husband could not recall what blood sugar value was at the time of event. It was indicated that the cgm was not doing what it was supposed to be doing; however, the patient did not specify what the issue with the device was. At the time of contact, the patient was in good condition. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.